Event description:
I was on my flight to (B)(6), to support cases at (B)(6) and do an inservice, when phyo, the study coordinator, texted me stating that they had done a study case yesterday with dr. (B)(6), sounds like the case went well, however, when they went to unlock and remove the catheter it would not disengage/disconnect. They tried to reboot the system and repeat the process, but the catheter stayed connected. So, they cut the catheter. I reported this to our pa study teams chat, (B)(6) said that he would be available for support in the morning. I plugged in the system, it made a very loud clicking noise, attempted multiple reboots myself with the same result. Then pulled out the catheter as (B)(6) instructed, and it snapped. The catheter was not aligned with the pullback jaws. I am returning what is left of the catheter, the other portion is still in the pim which will need to be replaced. I will attach the photos and videos to this complaint.